Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report #s:1221359-2021-01498 (pt.1), 1221359-2021-01499(pt.2), 1221359-2021-01500(pt.3), 1221359-2021-01501(pt.4) and (pt.5).

Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This manufacturer report addresses patient two (5) of five (5). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. The nasopharyngeal swab was used to swab both nostrils. Rt-pcr confirmation testing was performed on (B)(6) 2021 and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1018903 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018903, test base part number 190-430 / lot 1018903. The lot met the required release specifications. A review of the complaints reported as false positives results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles provided were inaccessible.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. The incorrect investigation was reported please see correct investigation below. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1018903 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018903, test base part number 190-430 / lot 1018903. The lot met the required release specifications. A review of the complaints reported as false positives results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles provided were inaccessible.